Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist office reported that after the 10th night of whitening, the patient woke up with swollen lips. I informed the office the patient should discontinue all whitening until the swelling goes down and to no longer use the use the desensitiser with future whitening. Followed up with dental office on 1-23-2017, the patient had very little to no relief for 2 days. Subsequently, the patient was prescribed medication, and the swelling subsided completely by the next day.